Manufacturer narrative:
The following information was provided: initial implant for the left eye: (B)(6) 2017. Patient¿s date of birth: (B)(6). Yag was performed (B)(6) 2017 for both eyes. Patient was seen for a follow up visit (B)(6) 2017; where restains bid, artificial cornea, recommended refractive were indicated. Diagnosis ¿small astigmatism of 0.5 in each eye. Will try corrected glasses when driving (yellow tinted glasses). Patient will be checked on 6 months. The following sections have been updated accordingly: age/date of birth: (B)(6). If implanted; give date: (B)(6) 2017. (B)(4). Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant date: if implanted; give date: exact date is unknown, the patient thinks the eye was operated on in (B)(6) 2017. Explant date: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced glare, halos and yellow rings and was not able to drive. The patient thinks the eye was operated on in (B)(6) 2017. A yag laser procedure was done in (B)(6) 2017. The patient states there were no improvements. As of (B)(6) 2017 the patient reported that the glare and halos are still present and mentioned seeing yellow hue in other people¿s glasses and yellow rings on white after being in bright conditions. Visual acuity post-operative: 20/20 distance, visual acuity for near is unknown. The patient mentioned not being interested in explanting the lenses. Zxr00 sn: (B)(4) - implanted on the left eye. No additional information was provided to abbott medical optics. Note: 2 MDR¿s are being submitted, one for each eye. This MDR captures the information pertaining to the left eye.